Event description:
It was reported to boston scientific corporation that a spaceoar device was used during a spaceoar placement procedure under general anesthesia performed on (B)(6) 2022. Additionally, fiducial markers were placed transperineally. The patient received 78gy in 39 fractions, high risk trial with niraparib. Post-treatment he got staging for the trial and initially an abscess was "commented on". A rectal wall infiltration was noticed. The physician hadn't noticed any rectal wall infiltration (rwi) upfront at the simulation but reported that in retrospect looking at the CT simulation they can see there "could have been some rwi". After five months of placement, a fistula was discovered. The patient mentioned that he has mild pressure and when he sits for a while it hurts. The patient is not having full bowel movements and needs stool softeners to fully evacuate his bowels. The patient also reported there was "some mucus" coming out. Computerized tomography (CT) followed with a magnetic resonance imaging (MRI) on (B)(6) 2022, showed some of the spaceoar hydrogel in the patient's anatomy, it was also noticed that spaceoar device was dissecting the rectal wall with a perforation to the lumen of 1 centimeter as a result of fistulation. The patient was treated with proctofoam, trental, vitamins. Due to the patient not having full bowel movements, he has also needed colon cleanses.

Manufacturer narrative:
Complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Manufacturer narrative:
Block b5 and block h6 have been updated based on additional information received november 20, 2022. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2314 captures the reportable event of fistula, device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was used during a spaceoar placement procedure under general anesthesia performed on (B)(6) 2022. Additionally, fiducial markers were placed transperineally. The patient received 78gy in 39 fractions, high risk trial with niraparib. Post-treatment he got staging for the trial and initially an abscess was "commented on". A rectal wall infiltration was noticed. The physician hadn't noticed any rectal wall infiltration (rwi) upfront at the simulation but reported that in retrospect looking at the CT simulation they can see there "could have been some rwi". After five months of placement, a fistula was discovered. The patient mentioned that he has mild pressure and when he sits for a while it hurts. The patient is not having full bowel movements and needs stool softeners to fully evacuate his bowels. The patient also reported there was "some mucus" coming out. Computerized tomography (CT) followed with a magnetic resonance imaging (MRI) on (B)(6) 2022, showed some of the spaceoar hydrogel in the patient's anatomy, it was also noticed that spaceoar device was dissecting the rectal wall with a perforation to the lumen of 1 centimeter as a result of fistulation. The patient was treated with proctofoam, trental, vitamins. Due to the patient not having full bowel movements, he has also needed colon cleanses. It was additionally reported the perforation to the lumen was due to the misplacement of the hydrogel into the rectal wall. It was also reported the perforation was not there immediately after the hydrogel was placed, but it did develop over time.